Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that the doctor "found blue cuff leakage prior to use on patient during functional test."

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure was then tested by inflating the cuffs to 25 mbar using a calibrate endo test meter. It was observed that the blue cuff could be inflated without any difficulties; however, the clear cuff could not maintain pressure. The sample was immersed into a water bath with both cuffs inflated and it was observed that air bubbles were coming from the clear cuff. Closer inspection of the leakage area revealed that there was a cut mark on the surface of the cuff. The complaint of "blue cuff leaking prior to use" could not be confirmed as there were no issues found with the blue cuff on the returned sample. The cut mark on the clear cuff could be caused during handling of the product by the user. A 100% leak test is performed at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
Customer complaint alleges that the doctor "found blue cuff leakage prior to use on patient during functional test."